Manufacturer narrative:
The insulin pump was received with no delivery alarm during excessive no delivery test due to faulty force sensor system. The pump was unable to perform basic occlusion test, occlusion test and prime test due to excessive no delivery alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 88 mg/dl. The customer stated that he had problems with the pump. The customer does not feel comfortable with the pump. The customer will be sent a replacement pump.